Manufacturer narrative:
The review of manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-1 standard and the iso 5834-2 standard. The review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. Parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch numbers of insert and baseplate. The review of the internal vigilance database reveals that the incident rate related to disassembly of anatomic insert is (B)(4) (3 incidents). The dimensional and visual inspection of the involved devices could not been performed, as this devices were not returned (insert was discarded and baseplate remained impacted). The surgeon inform us that the patient has a major overweight. As a conclusion, according to the data provided, the root cause could not be determined.

Event description:
One year after the implantation, a disassembly between the inlay and tibial baseplate was detected, which led to a revision surgery. Implantation of the prothesis on (B)(6) 2015 and revision surgery in (B)(6) 2016. The insert was replaced and the tibial baseplate remained implanted.